Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the serial number was verified to be correct. There were no visual anomalies noted on the carbon subassembly. The leaflets were fully mobile. The sewing ring flange diameter was measured to be within specification. The sewing ring torque was within the manufacturing specification. The as-returned dimensions of the orifice, left leaflet, right leaflet, and crown-to-notch gaps were measured to be within specification. The roundness of the sewing ring was measured to be within specification. No as-manufactured pyrolytic carbon surface finish anomalies were identified. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. All dimensions met the engineering specifications. Based on the analysis and available information, a conclusive cause of the reported clinical observation could not be determined. (B)(6). (B)(4).

Manufacturer narrative:
Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this 29 mm mechanical valve, trans-esophageal echocardiography (tee) showed impaired disc motion. The patient was put back on bypass and the valve motion was checked in different positions and no impingement was noted, however, the leaflet continued to open with difficulty. The valve was explanted and replaced with a 29mm non-medtronic mechanical valve. The surgeon excised the native valve and reported the valve was sewn into viable tissue. The product will be returned. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.